Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus france (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (1 cfu/endoscope) and micrococcaceae (1 cfu/endoscope). The testing result cleared the french guideline. Ofr checked the subject device and found following; the light guide lens chipped. The glue of the bending section rubber had wear and tear. The instrument channel was needed replacement as preventive maintenance. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: burkholderia cepacia (>100 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel isa, using peracetic acid. There was no report of infection associated with this report.